Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by grant h. Garcia,samuel a. Taylor, gregory t. Mahony, brian j. Depalma, brian m. Grawe, joseph nguyen, joshua s. Dines, david m. Dines, russell f. Warren, edward v. Craig, and lawrence v. Gulotta. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ product location unknown.

Event description:
Information was received based on review of a journal article titled "reverse total shoulder arthroplasty and work-related outcomes" which was a retrospective data collection for consecutive patients who underwent rtsa between 2007 and 2013. The study consisted of 40 patients. It was reported that 12 revision procedures occurred due to unknown reasons, and 1 revision occurred due to fracture of the stem. In conclusion, the study findings showed that 65% of patients who worked before rtsa were still working at final follow-up. Only 5% of patients retired for reasons attributed to the operated shoulder. Patients returned to work an average of less than 3 months after surgery.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation zimmer biomet complaint (B)(4).